Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of system revision due to pocket erosion and infection. Reportedly, the skin of the patient was thin. No additional adverse patient effects were reported. The pacemaker was explanted.